Event description:
Additional information received from a manufacturer representative (rep). It was reported that electrodes 9 and 10 were out. There were no other falls or anything unusual reported. The patient was getting an error on the programmer that they couldn't get the desired intensity, so the rep worked around those electrodes. The patient was happy with stim. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain and failed back surgery syndrome. The patient reported that their controller was not allowing them to turn stimulation up in all of their groups. The patient met with the rep and impedances were tested. It was noted that electrodes 0-7 showed ¿do not use¿, and electrode 10 was ¿out¿ on the second lead. The patient stated that they had fallen. The rep was able to reprogram the device and cover the patient¿s back and leg pain. No further complications or patient symptoms were reported or anticipated.